Event description:
Hello, I want to inform you about case of counterfeit juvederm ultra3 which I bought online on (B)(6). It was terrible experience what was happened with me. First time I am faced with fake pharmaceutical products. I guess, you as a manufacturer should pay attention about this issue. First time I bought juvederm as a face filler. I didn't know how original pack is look like. But when I unpack it, I saw that expiration day on the syringes was not match with expiration date on the pack and labels. And barcode on the pack and on the manual was different also. Qr code not linked with any info. All boxes with syringes was properly closed and look new. I was shocked to know about that. Maybe if you act on this report, you can help new customers to stay safe. FDA safety report ID# (B)(4).